Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated that she pulled on the string to remove the product and instead of coming out it started to completely come a part, the cotton started unraveling. She then manually removed the tampons with her fingers. This occurred two times.